Event description:
It was reported that during a da vinci-assisted retroperitoneal partial nephrectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they cannot insert the instrument on universal surgical manipulator (usm) 1. The customer stated they were at the end of the procedure, and they were trying to insert a monopolar curved scissors (mcs) without success. The mcs got mechanically stuck when the customer would try to insert it. The tse reviewed the error logs and they were clear. The tse recommended the customer to verify that there was no drape interference preventing the carriage from going down and the customer stated that they had already verified the drape before calling technical support. The tse guided the customer to press the emergency stop button and recover the fault without any improvement. As the customer was at the end of the procedure, the surgeon decided to finish the procedure with 3 usms and would call back after the procedure for further troubleshooting.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) 1. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) 1 and completed the device evaluation. The unit was analyzed and was tested on an in-house system in normal mode where no errors were logged. The unit was also tested on a testing platform where it failed with a non-related error.

Event description:
Refer to h10/h11 for follow-up information.